Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Currently it is unknown what degree the device may have caused or contributed to the reported event. A manufacturing review was performed and found no evidence of a manufacturing related cause for the event. The medical records indicate the patient was treated for the event. The medical records indicate the patient was treated for recurrence and adhesions. Recurrence and adhesions are known possible adverse reactions listed in the IFU. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00140 for information related to the composix l/p mesh implanted on (B)(6) 2009.

Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2005 - the patient underwent implant of a non bard dual mesh during repair of incarcerated incisional hernia. On (B)(6) 2006 - the patient underwent implant of a bard composix kugel hernia patch during repair of multiple incarcerated incisional hernias. On (B)(6) 2009 - the patient underwent partial explant of the bard composix kugel hernia patch and implant of a bard composix l/p mesh during an exploratory laparotomy with lysis of adhesions, and ventral hernia repair with mesh. On (B)(6) 2012 - the patient underwent a right colon resection with release of adhesions. The bard composix l/p mesh was visualized during this procedure along with a non bard mesh,of note, both the non bard and the bard composix l/p mesh were cut through and repaired at the end of the procedure.